Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) displayed high out-of-range (oor) shock lead impedance (sli) measurements of greater than 200 ohms. The patient was reported having difficulty of breathing but thought of not related to the device. The field representative thought that the proximal terminal pin may have moved. The physician decided to program distal coil to can even if it was not tested. There was no noise reported. This system remains in service. No adverse patient effects were reported.